Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# va0ev5p, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that patient experienced pain in lower back by waistline about a year after implant and it had gradually gotten worse. Patient had a myelogram done a day prior to this call and patient peaked at it and it looked like may be one of the leads had migrated. It was indicated patient had an appointment with healthcare provider (hcp) next week to discuss results.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.